Event description:
It was reported that the customer observed air bubbles in the reservoir. The customer stated that she would make sure that there was no air in the reservoir before inserting it into the insulin pump, but when she checked it most recently, she noticed a big bubble. She declined troubleshooting assistance for the issue, advising that she would call back another time. She declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.